Event description:
It was reported that the patient presented after experiencing inappropriate shocks. It was determined that the right ventricular (rv) lead exhibited impedance of greater than 3000 ohms and oversensing noise resulting from a suspected lead fracture. The data confirmed that the shocks had been triggered by ventricular fibrillation (vf) detection of noise. The detection was turned off and the patient was asked to move their shoulders up and down resulting in induced noise. An rv lead revision is scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrthymia therapy, the right ventricular lead integrity alert was triggered, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that beginning 2014 (B)(6), the sensing integrity counts up to 167 with ventricular fibrillation (vf) and high rate non-sustained tachycardia (nst) episodes with evidence of lead noise oversensing leading to inappropriate shock. In addition, on 2014 (B)(6), the rv lead impedance measured greater than 3000ohms, which in turn triggered the rv lead integrity alert (lia) for sic greater than 30 in 3 days and rv lead impedance variation in the last 60 days. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 1258t lead, implanted: (B)(6) 2010; 1999 lead, implanted: (B)(6) 2010. (B)(4). -